Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the output connector assembly is broken. It was additionally noted that the hanger assembly was broken, capacitor c277 was damaged on the main printed circuit board (pcb), the encoder assembly and one knob were contaminated and the display wire was pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular connectors required repair and testing. The epg was returned for service. There was no patient involvement.